Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker explant procedure. Upon interrogation prior to the procedure, it was noted the pacemaker exhibited no ventricular pacing during atrial threshold testing. The pacemaker was explanted and replaced. The patient condition was unknown.